Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. Unable to confirm the motion sensor test failure alarm or reservoir anomaly due to the motor error alarm. The pump passed all operating currents and tested within the specification range and passed the off no power test. The pump was monitored and tested with no blank display and no off no power anomaly noted. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump kept shutting off and on, and prompted motion sensor test failure alarm. The customer's blood glucose level at the time of incident was 227mg/dl. Troubleshoot was done able to be conducted due to repeating motion sensor test failure alarm. The customer was advised the pump would have to be replaced and returned for analysis.